Manufacturer narrative:
Reported event: an event regarding a femoral periprosthetic fracture involving a securfit max stem was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the device was not returned for inspection. Medical records received and evaluation: one un-dated x-ray was provided. This x-ray was reviewed by a consulting clinician. The periprosthetic fracture was confirmed. However, no additional information was provided, therefore a complete medical assessment could not be performed. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because insufficient patient medical records were provided for review. Additional information such as pre/post op x-rays from index and revision surgeries, emergency room and re-admission records, operative reports, surgical implant records from surgeries, and implant retrieval would be needed for further review. Based on the information provided, the reported event is not device related and is most likely related to excessive twisting motions the patient reported while getting out of a car. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient had a securfit trident on (B)(6) 2016 and presented to emergency on (B)(6) 2016 after they twisted getting out of car and heard a crack. Xray showed a femoral fracture and the stem was removed and replaced with a restoration modular cone conical stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient had a securfit trident on (B)(6) 2016 and presented to emergency on (B)(6) 2016 after they twisted getting out of car and heard a crack. Xray showed a femoral fracture and the stem was removed and replaced with a restoration modular cone conical stem.